Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported hyperglycemia, hyperglycemia, malaise, vomiting, abdominal cramps, elevated ketones/diabetic ketoacidosis treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay, hospitalization: overnight stay. The event involved product(s) mmt-1885. Troubleshooting was performed. No further patient complications were reported. Customer will discontinue the use of insulin pump. Mmt-1885 was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the primary svn#: (B)(6) and related svn#: (B)(6), event date of 26-nov-2024, there is no unexpected alarm(s)/suspends recorded in the formatted history file. On the primary svn#: (B)(6) and related svn#: (B)(6), event date of 26-nov-2024 of the daily total collection start time, the daily total of basal insulin delivered = 168250 (16.825 u) and daily total of bolus insulin delivered = 369000 (36.9 u) which is equal to the daily total of all insulin delivered = 537250 (53.725 u). All bolus/basal were delivered in auto mode/manual mode. The pump successfully delivered a 10 units bolus during the displacement test and a 25 units bolus during the dat. All boluses were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under-delivery anomaly or over delivery anomaly noted. In further review of the formatted history file 1 week prior to the primary svn#: (B)(6) and related svn#: (B)(6) event date of 26-nov-2024, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: (B)(6) 2024 20:07:00.000, on (B)(6) 2024 05:47:00.000, lost sensor 2 alert (781) was found on: (B)(6) 2024 20:27:00.000, sensor expired alert (794) was found on: (B)(6) 2024 15:49:47.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor expired alert or unexpected sensor errors or anomalies were noted during testing. Programmed the sensor high settings for 100 mg/dl and turned the alert on high, alert before high, and rise alert on. Pump was monitored, the glucose sensor simulator bg level was set to high, and the alert on high, alert before high, and rise alert activated at 100 mg/dl properly with audio alerts. No absence of alarm (alert on high) noted. Set the low reservoir reminder alarm for 20 units, installed a water filled test reservoir, and primed pump verified the units left in the test reservoir and the units left on the display matched (40 units). Several boluses were programmed and delivered. 20 units bolus were programmed and delivered. The low reservoir alarm activated properly at 20.0 units left. Programmed an additional 20 units bolus delivery and the reservoir estimate at 0 u alarm activated properly. Programmed another additional 25 units bolus delivery and the pump alarmed no reservoir detected properly. No unexpected error message, low reservoir, reservoir estimate at 0 u, or no reservoir detected alarm anomalies noted. Low battery alert was found on: (B)(6) 2024 18:56:00.000. Insert battery alarm was found on: (B)(6) 2024 18:57:16.000. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert was expected since the battery in the pump is low on power. The customer had used a low power battery. No unexpected low battery alert noted during testing. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.90 mv). The pump was received without a battery cap. The pump was received without a battery. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for absence of alarm (alert on high), low reservoir anomaly and possible under delivery anomaly were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.